Event description:
Notified of incident via medwatch form from end-user hosp. Per description on form, pt was believed to have sustained an air embolism due to the 12" pressure monitoring line separating from a 48" baxter high pressure contrast injection line during a power injection. The pt was given nitroglycerin oxygen, and atropine, and returned to "normal." No product was retained.